Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was involved in a car accident while driving. The patient was taken to the hospital, and was treated with glucose, as the blood glucose was 40 mg/dl at the time of the accident. It was stated that the insulin pump was damaged due to pressure from the seat belt. Nothing further was reported.